Event description:
On (B)(6)2012, the lay user/patient contacted lifescan (lfs) alleging he was unable to check his blood glucose due to his onetouch ultra2 meter displaying an "error 1" error message. Per the onetouch ultra2 user guide, this message may mean there is a problem with the meter. On (B)(6) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began on (B)(6) 2012 at approximately 6pm. The patient informed the mss that he tests 5-6 times per day and manages his diabetes with novolog insulin (self adjusts based on his meter results) and lantus insulin (30u in the morning and 30u in the evening). He claimed approximately 2 hours after the alleged issue occurred, he developed symptoms of "light headedness and blurred vision." He stated he self-treated with 6 units of novolog insulin based on what he ate but his symptoms did not subside so he went to the walk in clinic to get his blood glucose tested at approximately 8:30pm. He stated his a1c was tested at the clinic and it was 14%, he could not recall his blood glucose test performed on the hcp meter. He was treated by the doctor with 20 units of novolog insulin and reported his symptoms abated shortly afterwards. He reported that his doctor has increased his lantus insulin to 70 units total per day now. At the time of troubleshooting, the cca noted that the subject meter was being used for the first time. A replacement meter was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia which required treatment from a healthcare professional after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.